Event description:
It was reported that the fiber did not work after 17:46 minutes, 2,8888 watts, 8 joules, and 13603 impulses of use. The customer reported that surgical treatment could not be continued and treatment to the patient was disrupted. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. A visual inspection was performed and noted that the fiber received in one piece with no defects to fiber body. Microscopic inspection identified that the fiber tip degraded. The connector had distorted light exiting the face, indicating an internal connector fracture and no aiming beam in functional testing. The complaint was confirmed. It is likely that procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The instruction for use (IFU) states, carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. The device history record review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber did not work anymore after 17 minutes, 46 seconds, 2,8888 watts, max 8 joules, 13603 impulses, while the laser delivers the beam. It was noted it was impossible to continue the surgical treatment disruption in the continuity of treating the patient. The procedure was not completed due to this event. There were no report of patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation is unknown.